Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Four days after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis and treatment for the event were not reported. The patient discontinued peritoneal dialysis therapy and switched to hemodialysis therapy. At the time of this report, the patient was recovering from the event. No additional information is available.